Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue and debris on the lens. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -16.0/2.5/111 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. There was lens rotation not associated to low vault. On (B)(6) 2023 the lens was repositioned but this did not resolve the problem. On (B)(6) 2023 the lens was exchanged with a same length but different axis lens and this resolved the problem. The cause of the event was reported as unknown. Claim#: (B)(6).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue and debris on the lens. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.00/+2.5/111 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2023 and the problem was resolved. The lens was replaced with another same model/length but different power lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).